Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had to have emergency dental work done to have a tooth extracted. Since the back molar is gone the aligner is cutting their mouth. Requested diagnostic findings and if all dental work is complete.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.